Event description:
A biomedical engineer reported the site had successfully registered the pt, confirmed accuracy, navigated for approximately 2 minutes and then put navigation aside. Approximately 20 minutes later, when they wanted to use navigation again, the system became unresponsive. The mouse and keyboard had no input. The user attempted to place an instrument in line of site of the camera, but the system remained unresponsive and did not track the instrument. The user rebooted the system, but it became unresponsive shortly after starting up again. The surgeon chose to discontinue use of the navigation system with no impact to the pt.

Manufacturer narrative:
Pt information is unknown at the time of this report. The local medtronic field representative went to the site, removed excess data from the navigation system and reinstalled the software. No further issues were observed after removing excess data and reinstalling the software.